Manufacturer narrative:
B2, b3: date of estimated. D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device and additional adverse patient effects referenced in b5 are filed under separate medwatch reports. Literature attachment: article title ¿selection of vascular closure devices in transcatheter aortic valve replacement: systematic review and network meta-analysis".

Event description:
This study compared the results of transcatheter aortic valve replacement (tavr) procedures using prostar, proglide, and non-abbott devices to close the common femoral artery. The intention of this study was to compare the rates of vascular complication, bleeding, acute kidney injury, and mortality between the three devices. The rate of vascular complications were low in all groups; however, included the following: death, stenosis, perforation, acute kidney injury, dissection, occlusion, distal embolization, hematoma, pseudoaneurysm, bleeding (including life threatening), medical intervention (use of a balloon), surgical intervention, transfusions, and hospitalization. Mechanism of proglide and prostar device failures linked to closure device failures [unspecified failures/failure to achieve hemostasis], which would require medical intervention to achieve hemostasis. The article concluded that the rates of vascular complications were significantly lower in proglide compared to prostar. Both the proglide device and non-abbott device had comparable rates of vascular complications. Proglide had a lower rate of acute kidney injury and red blood cell transfusion compared to prostar. There were no significant difference in medical interventions and mortality among the three groups. Specific patient information is documented as unknown. Details are listed in the attached article, "selection of vascular closure devices in transcatheter aortic valve replacement: systematic review and network meta-analysis".